Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced low blood glucose, which resulted in a calling emergency medical services. It was reported the customer passed out and the customer's wife treated them with a glucagon injection. Blood glucose reading was 42 mg/dl. It was reported that the customer had the low blood glucose after not following standard infusion set process. It is unknown if auto mode was active at the time of the event. The insulin pump will not be returned for analysis.